Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3004485144-2017-00072 - 3004485144-2017-00077.

Event description:
It was reported that an extension sleeve damaged the threads of a closure top during surgery. The procedure was completed using alternative instrumentation. There were no reports of patient injury associated with this event. This is report one of six for this event.

Manufacturer narrative:
The returned sleeve was evaluated. There was damage found on the distal tip which prevented the sleeve from connecting properly to a pedicle screw. This improper connection would prevent the closure top from threading properly through the sleeve into the pedicle screw. The damage was likely caused by a failure to appropriately seat the pedicle screw into the sleeve and then attempting to use them. A review of the manufacturing records did not identify any issues which would have contributed to this event.